Event description:
The a3059 mayfield composite series skull clamp has a slight wobble to it when it is under 60 pounds of pressure. The medical team stated that the wobble may seem inconsequential but it causes the navigation to be off by several millimeters. The device was in contact with a female patient, over the age of 18 years when the problem was discovered. The patient was prepped for a craniotomy surgery. There was no patient injury reported and her outcome was without any issues. Another skull clamp device was available and used to complete the procedure. A1072 disposable adult skull pins were used. There was a couple minutes of delay to the procedure due to the incident.

Manufacturer narrative:
Integra has completed their internal investigation on 09jan2017. The investigation included: methods: -evaluation of actual device -review of device history records -review of complaint history results: evaluation of device: engineering and quality were not able to confirm the customer complaint. The part was inspected 100% functionally per its 1101 inspection checklist and it passed all its requirements. The device history record for the unit(s) listed in this complaint under lot code/work orders: (B)(4): total of (B)(4) were produced of this lot, and all were inspected per the inspection checklist. No abnormalities relate to reported incident found nor where there any variances, mrr¿s or reworks associated with this lot/work order number. No service history on file. A two year lookback in trackwise for this reported failure and or related to "wobble / movement" for this product ID shows that 7 complaints were received including this case. No new design or manufacturing trends have been identified, however this issue is being monitored. Conclusion: engineering was not able to confirm the customer complaint. The unit meets all of its 1101 inspection checklist inspection. Additionally, the requirements accounting for wobble (such as those per (B)(4)) passed. This is a customer preference issue and will be monitored for trending.